Event description:
Made distal femur and posterior chamfer cuts and then switched to straight saw attachment. Passed femur checkpoint and cutter checkpoint. Started with posterior cut - was difficult to complete because patient was very tight in flexion - saw kept binding up and getting stuck, so the surgeon had to pull it out a few times. Left a portion of the lateral posterior cut and moved on to anterior and anterior chamfer. Then passed both bone and cutter checkpoint for the tibia cut. After taking the robot out, the surgeon mentioned that the anterior cut looked off ¿ it appeared to notch. We reviewed the plan together and it was very clear if the cut had been made to plan, notching would not have happened. Surgeon went to trial and the tibial tray fit on fine, but femoral trial was not fitting. We assumed it was due to not getting all of the posterior cut done, so I brought the robot back in to clean up. Passed the cutter checkpoint. The femur checkpoint was yellow, but was at 1.1, so surgeon was ok with accepting that since it was just a small portion he was cutting. After cleaning up more posteriorly and removing remaining osteophytes, trialed again. Still was off. We again checked the checkpoint to see if it was off and at this point, the surgeon said it was moving. So we used the blue probe and walked along the anterior surface where there wasn't a cut, the medial side where no cuts had been made, and in the notch. All three places were around 4mm from bone, leading me to believe the array had moved. But what stumbled me was why the checkpoint had passed both times before. The patient's bone quality was horrible, so surgeon was not surprised the checkpoint was moving. Because all cuts had been made and we weren't going to be using the robot again, the surgeon tried wiggling the array and bone pins to see if they had come loose in the bone, but there was no obvious sign of movement. Surgical delay: 2 hours case type: tka.

Manufacturer narrative:
Reported event: it was reported, "made distal femur and posterior chamfer cuts and then switched to straight saw attachment. Passed femur checkpoint and cutter checkpoint. Started with posterior cut - was difficult to complete because patient was very tight in flexion - saw kept binding up and getting stuck, so the surgeon had to pull it out a few times. Left a portion of the lateral posterior cut and moved on to anterior and anterior chamfer. Then passed both bone and cutter checkpoint for the tibia cut. After taking the robot out, the surgeon mentioned that the anterior cut looked off ¿ it appeared to notch. We reviewed the plan together and it was very clear if the cut had been made to plan, notching would not have happened. Surgeon went to trial and the tibial tray fit on fine, but femoral trial was not fitting. We assumed it was due to not getting all of the posterior cut done, so I brought the robot back in to clean up. Passed the cutter checkpoint. The femur checkpoint was yellow, but was at 1.1, so surgeon was ok with accepting that since it was just a small portion he was cutting. After cleaning up more posteriorly and removing remaining osteophytes, trialed again. Still was off. We again checked the checkpoint to see if it was off and at this point, the surgeon said it was moving. So we used the blue probe and walked along the anterior surface where there wasn't a cut, the medial side where no cuts had been made, and in the notch. All three places were around 4mm from bone, leading me to believe the array had moved. But what stumbled me was why the checkpoint had passed both times before. The patient's bone quality was horrible, so surgeon was not surprised the checkpoint was moving. Because all cuts had been made and we weren't going to be using the robot again, the surgeon tried wiggling the array and bone pins to see if they had come loose in the bone, but there was no obvious sign of movement. Surgical delay: 2 hours case type: tka¿. Product evaluation and results: review of the case session files was not performed as case session data was not provided. It was noted in the communication logs that the r&d engineer responsible for reviewing the log/session files was unable to locate the folder titled ¿puppala_silver cross_(B)(6) 2020¿ in the s: drive. There was however a folder titled ¿puppala ¿ silver cross ¿ (B)(6) .2020¿ but that folder is empty. A request for the log session files to be re-issued was requested. If additional information is received then the investigation will be reopened. Product history review. A review of device history records shows that rob was inspected on 21 april 2016 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review. A search of the complaint database under device identification pn 209999 reports similar complaints for tka software - inaccurate resection. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the case session/log data, pre and post-operative x-rays, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Product surveillance will continue to monitor for trends. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Made distal femur and posterior chamfer cuts and then switched to straight saw attachment. Passed femur checkpoint and cutter checkpoint. Started with posterior cut - was difficult to complete because patient was very tight in flexion - saw kept binding up and getting stuck, so the surgeon had to pull it out a few times. Left a portion of the lateral posterior cut and moved on to anterior and anterior chamfer. Then passed both bone and cutter checkpoint for the tibia cut. After taking the robot out, the surgeon mentioned that the anterior cut looked off ¿ it appeared to notch. We reviewed the plan together and it was very clear if the cut had been made to plan, notching would not have happened. Surgeon went to trial and the tibial tray fit on fine, but femoral trial was not fitting. We assumed it was due to not getting all of the posterior cut done, so I brought the robot back in to clean up. Passed the cutter checkpoint. The femur checkpoint was yellow, but was at 1.1, so surgeon was ok with accepting that since it was just a small portion he was cutting. After cleaning up more posteriorly and removing remaining osteophytes, trialed again. Still was off. We again checked the checkpoint to see if it was off and at this point, the surgeon said it was moving. So we used the blue probe and walked along the anterior surface where there wasn't a cut, the medial side where no cuts had been made, and in the notch. All three places were around 4mm from bone, leading me to believe the array had moved. But what stumbled me was why the checkpoint had passed both times before. The patient's bone quality was horrible, so surgeon was not surprised the checkpoint was moving. Because all cuts had been made and we weren't going to be using the robot again, the surgeon tried wiggling the array and bone pins to see if they had come loose in the bone, but there was no obvious sign of movement. Surgical delay: 2 hours. Case type: tka.